Event description:
Customer reported a pyxis anesthesia es system gave an error message during a procedure which resulted in the station rebooting. No patient or user harm was reported, but there was a delay in patient care. The customer did not provide any additional information on the duration of the delay or what impact, if any, there was to the patient.

Manufacturer narrative:
Customer reported a pyxis anesthesia es system gave an error message during a procedure which resulted in the station rebooting. No patient or user harm was reported, but there was a delay in patient care. Complaint is captured in file (B)(4). The customer did not provide any additional information on the duration of the delay or what impact, if any, there was to the patient. The investigation determined that the anesthesia system's database was too large. Technical support agent was able to run manual maintenance tasks to reduce the size of the database. Pyxis anesthesia es system was confirmed working. No further issues were identified.